Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration of essure device location of device: unknown at this time/ migration of essure device location of device: migration up to the tubes'), premature delivery ('last baby was born premie and in the nicu') and pregnancy with contraceptive device ('pregnancy (with complications)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)/device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's medical history included pregnancy with contraceptive device (live birth (B)(6) 2016) from 2016 to (B)(6) 2016, pregnancy with contraceptive device (live birth (B)(6) 2010) from 2009 to (B)(6) 2010, multigravida, parity 6 ((B)(6) 2003, (B)(6) 2006, (B)(6) 2007, (B)(6) 2010, (B)(6) 2016, (B)(6) 2018), miscarriage, retained placenta, unspecified antepartum hemorrhage, with delivery, blood transfusion, breathlessness, hypertension and depression. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), premature delivery (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, premature delivery, pregnancy with contraceptive device, dysmenorrhoea and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4). The reporter considered device breakage, device dislocation, dysmenorrhoea, dyspareunia, pregnancy with contraceptive device and premature delivery to be related to essure. The reporter commented: the plaintiff experience two more episode of pregnancy with essure in 2010 and 2016 captured under case no. (B)(4) respectively. 3 child case created for 2010, 2016 and year 2018 as follows- (B)(4) respectively. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event device breakage was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration of essure device location of device: unknown at this time/ migration of essure device location of device: migration up to the tubes/outside uterus/one coil on top of reproductive organs'), premature delivery ('last baby was born premie and in the nicu') and pregnancy with contraceptive device ('pregnancy (with complications)') in an adult female patient who had essure (batch no. 626679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)/device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included pregnancy with contraceptive device (live birth (B)(6) 2016) from 2016 to (B)(6) 2016, pregnancy with contraceptive device (live birth (B)(6) 2010) from 2009 to (B)(6) 2010, multigravida, parity 6 ((B)(6) 2003, (B)(6) 2006, (B)(6) 2007, (B)(6) 2010, (B)(6) 2016, (B)(6) 2018), miscarriage, retained placenta, unspecified antepartum hemorrhage, with delivery, blood transfusion, breathlessness, hypertension and depression. Concurrent conditions included asthma, blood pressure high, weakness, shortness of breath, vomiting, diarrhea, dizziness, acute bronchitis, chest pain, shoulder pain, asthma, palpitations and back pain. Concomitant products included gabapentin, medroxyprogesterone acetate (depo provera), quetiapine fumarate (seroquel) and valproate semisodium (depakote). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), migraine ("migraines / headaches"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain") and back pain ("back pain"). In (B)(6) 2009, the patient experienced depression ("depression"), anxiety ("anxiety") and emotional disorder ("emotional"). In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2012, the patient experienced tooth loss ("lost all of mine teeth"). In (B)(6) 2019, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), premature delivery (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: uterus") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure removal scheduled date: (B)(6) 2019). Essure was removed. At the time of the report, the device breakage, device dislocation, premature delivery, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, migraine, device expulsion, depression, anxiety, emotional disorder, abdominal pain, pelvic pain, back pain and tooth loss outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer-(B)(4) ). The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, emotional disorder, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, premature delivery, tooth loss and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff experience two more episode of pregnancy with essure in 2010 and 2016 captured under case no. (B)(4) respectively. 3 child case created for 2010, 2016 and year 2018 as follows-(B)(4) respectively. Reported : date of insertion: (B)(6) 2008 (noted discrepancy). Lot number: 626679 manufacture date: 2008-02, expiration date: 2010-01. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration of essure device location of device: unknown at this time/ migration of essure device location of device: migration up to the tubes/outside uterus/one coil on top of reproductive organs'), premature delivery ('last baby was born premie and in the nicu') and pregnancy with contraceptive device ('pregnancy (with complications)') in an adult female patient who had essure (batch no. 626679) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)/device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included pregnancy with contraceptive device (live birth (B)(6) 2016) from 2016 to (B)(6) 2016, pregnancy with contraceptive device (live birth (B)(6) 2010) from 2009 to (B)(6) 2010, multigravida, parity 6 (B)(6) 2003, (B)(6) 2006, (B)(6) 2007, (B)(6) 2010, (B)(6) 2016, (B)(6) 2018), miscarriage, retained placenta, unspecified antepartum hemorrhage, with delivery, blood transfusion, breathlessness, hypertension and depression. Concurrent conditions included asthma, blood pressure high, weakness, shortness of breath, vomiting, diarrhea, dizziness, acute bronchitis, chest pain, shoulder pain, asthma, palpitations and back pain. Concomitant products included gabapentin, medroxyprogesterone acetate (depo provera), quetiapine fumarate (seroquel) and valproate semisodium (depakote). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), migraine ("migraines / headaches"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain") and back pain ("back pain"). In (B)(6) 2009, the patient experienced depression ("depression"), anxiety ("anxiety") and emotional disorder ("emotional"). In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2012, the patient experienced tooth loss ("lost all of mine teeth"). In (B)(6) 2019, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), premature delivery (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: uterus") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure removal scheduled date:(B)(6) 2019). Essure was removed. At the time of the report, the device breakage, device dislocation, premature delivery, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, vaginal hemorrhage, menorrhagia, migraine, device expulsion, depression, anxiety, emotional disorder, abdominal pain, pelvic pain, back pain and tooth loss outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4). The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, emotional disorder, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, premature delivery, tooth loss and vaginal hemorrhage to be related to essure. The reporter commented: the plaintiff experience two more episode of pregnancy with essure in 2010 and 2016 captured under case no. (B)(4), (B)(4) respectively. 3 child case created for 2010, 2016 and year 2018 as follows-(B)(4), (B)(4) and (B)(4) respectively. Reported : date of insertion: (B)(6) 2008(noted discrepancy). Lot number: 626679. Manufacture date: 2008-02. Expiration date: 2010-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received. New event lost all of my teeth with onset date 2012 was added. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration of essure device location of device: unknown at this time/ migration of essure device location of device: migration up to the tubes'), premature delivery ('last baby was born premie and in the nicu') and pregnancy with contraceptive device ('pregnancy (with complications)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)/device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included pregnancy with contraceptive device (live birth (B)(6) 2016) from 2016 to 2-sep-2016, pregnancy with contraceptive device (live birth (B)(6) 2010) from 2009 to 28-apr-2010, multigravida, parity 6 ((B)(6) 2003, (B)(6) 2006, (B)(6) 2007, (B)(6) 2010, (B)(6) 2016, (B)(6) 2018), miscarriage, retained placenta, unspecified antepartum hemorrhage, with delivery, blood transfusion, breathlessness, hypertension and depression. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), premature delivery (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, premature delivery, pregnancy with contraceptive device, dysmenorrhoea and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered device breakage, device dislocation, dysmenorrhoea, dyspareunia, pregnancy with contraceptive device and premature delivery to be related to essure. The reporter commented: the plaintiff experience two more episode of pregnancy with essure in 2010 and 2016 captured under case no. (B)(4) respectively. 3 child case created for 2010, 2016 and year 2018 as follows (B)(4) respectively. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration of essure device location of device: unknown at this time/ migration of essure device location of device: migration up to the tubes/outside uterus/one coil on top of reproductive organs'), premature delivery ('last baby was born premie and in the nicu') and pregnancy with contraceptive device ('pregnancy (with complications)') in an adult female patient who had essure (batch no. 626679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)/device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test. The patient's medical history included pregnancy with contraceptive device (live birth (B)(6) 2016) from 2016 to (B)(6) 2016, pregnancy with contraceptive device (live birth (B)(6) 2010) from 2009 to (B)(6) 2010, multigravida, parity 6 (B)(6) 2003, (B)(6) 2006, (B)(6) 2007, (B)(6) 2010, (B)(6) 2016, (B)(6) 2018), miscarriage, retained placenta, unspecified antepartum hemorrhage, with delivery, blood transfusion, breathlessness, hypertension and depression. Concurrent conditions included asthma and blood pressure high. Concomitant products included gabapentin, medroxyprogesterone acetate (depo provera), quetiapine fumarate (seroquel) and valproate semisodium (depakote). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), migraine ("migraines / headaches"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain") and back pain ("back pain"). In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety") and emotional disorder ( "emotional"). In (B)(6) 2019, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), premature delivery (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: uterus") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure removal scheduled date:(B)(6) 2019). Essure was removed. At the time of the report, the device breakage, device dislocation, premature delivery, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, migraine, device expulsion, depression, anxiety, emotional disorder, abdominal pain, pelvic pain and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4). The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, emotional disorder, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, premature delivery and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff experience two more episode of pregnancy with essure in 2010 and 2016 captured under case no. (B)(4) respectively. 3 child case created for 2010, 2016 and year 2018 as follows (B)(4) respectively. Reported : date of insertion: (B)(6) 2008 (noted discrepancy). Lot number: 626679 manufacture date: 2008-02 expiration date: 2010-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: quality safety evaluation of product technical complaint. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration of essure device location of device: unknown at this time/ migration of essure device location of device: migration up to the tubes/outside uterus/one coil on top of reproductive organs'), premature delivery ('last baby was born premie and in the nicu') and pregnancy with contraceptive device ('pregnancy (with complications)') in an adult female patient who had essure (batch no. 626679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)/device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included pregnancy with contraceptive device (live birth (B)(6) 2016) from 2016 to (B)(6) 2016, pregnancy with contraceptive device (live birth (B)(6) 2010) from 2009 to (B)(6) 2010, multigravida, parity 6 ((B)(6) 2003, (B)(6) 2006, (B)(6) 2007, (B)(6) 2010, (B)(6) 2016, (B)(6) 2018), miscarriage, retained placenta, unspecified antepartum hemorrhage, with delivery, blood transfusion, breathlessness, hypertension and depression. Concurrent conditions included asthma and blood pressure high. Concomitant products included gabapentin, medroxyprogesterone acetate (depo provera), quetiapine fumarate (seroquel) and valproate semisodium (depakote). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), migraine ("migraines / headaches"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain") and back pain ("back pain"). In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety") and emotional disorder ("emotional"). In (B)(6) 2019, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), premature delivery (seriousness criterion medically significant) and device expulsion ("migration of essure device location of device: uterus") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure removal scheduled date: (B)(6) 2019). Essure was removed. At the time of the report, the device breakage, device dislocation, premature delivery, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, migraine, device expulsion, depression, anxiety, emotional disorder, abdominal pain, pelvic pain and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer-(B)(4)). The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, emotional disorder, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, premature delivery and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff experience two more episode of pregnancy with essure in 2010 and 2016 captured under case no. (B)(4) respectively. 3 child case created for 2010, 2016 and year 2018 as follows (B)(4) respectively. Reported : date of insertion: (B)(6) 2008 (noted discrepancy). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs received. Reporter information, medical history, lot number, concomitant drug added. Event : abnormal bleeding (vaginal), menorrhagia, migraines / headaches, depression, anxiety, emotional, pelvic pain, abdominal pain, back pain added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown at this time/ migration of essure device location of device: migration up to the tubes'), premature delivery ('last baby was born preemie and in the nicu') and pregnancy with contraceptive device ('pregnancy (with complications)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)/device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 6, pregnancy with contraceptive device, miscarriage, retained placenta, unspecified antepartum hemorrhage, with delivery, blood transfusion, breathlessness, hypertension and depression. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced premature delivery (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, premature delivery, pregnancy with contraceptive device, dysmenorrhoea and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 6. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, pregnancy with contraceptive device and premature delivery to be related to essure. The reporter commented: the plaintiff experience two more episode of pregnancy with essure in 2010 and 2016 captured under case no. (B)(4) respectively. 3 child case created for 2010, 2016 and year 2018 as follows (B)(4) respectively. Most recent follow-up information incorporated above includes: on 16-jul-2019: pfs received- new events migration of essure device location of device: unknown at this time/ migration of essure device location of device: migration up to the tubes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), device ineffective, last baby was born preemie and in the nicu, she did not undergo essure confirmation test were added. New reporter, patient information, medical history, concomitant drug were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.